Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient receiving gablofen (500 mcg/ml at 115 mcg/day) via an implanted pump. The indication for pump use was cerebral palsy and intractable spasticity. On (B)(6) 2016 it was reported that a critical pump alarm was heard and confirmed telemetry. The low battery reset, reset, and safe state alarms had occurred. The pump logs were checked. After the update of the pump today the pump logs showed resets and safe state occurred at 11:29 am. It did not appear that the priming bolus ran. It was confirmed that the bolus did not run due to the resets and safe state. The patient had no symptoms yet. The reporter was going to discuss pump replacement with the patient's managing hcp.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.